Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user was unable to log into the cubex application and was unable to issue levothyroxine. A technical support specialist (tss) identified in myqlink (mql) that the employee¿s access had expired, informed the customer accordingly, and advised user to contact the pharmacy to have the access reactivated. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to log into the cubex application and was unable to issue levothyroxine. The customer stated that the malfunction occurred when the user tried to dispense medication to the patient. However, there were no delay to patient care and adverse events or injuries reported based on this incident.